Manufacturer narrative:
Patient weight requested, but not provided. The physician reported the gore-tex® suture cv5 suture ruptured several times over a period of 6 months. The physician reported he did not record the occurrences when the suture ruptured or capture any patient details. The instructions for use (IFU) for gore-tex® suture provides the following precautions among others, "care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached."

Event description:
It was reported to gore that the gore-tex® suture cv-5 (p5k17a) changed from a more flat form to a round and thinner form that easily breaks. The physician did change to a p4k13a in hopes that it is stronger and more resistant.